Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was 2.2 was opened and unable to recovered. A field service engineer (fse) verified the issue and found that drawer 2.2 was showing as open. After troubleshooting, it was discovered that the latch catches and the latch inseparable had not been lining up when the drawer was closed, preventing the open or close sensor from activating. The latch catch was adjusted so the sensor aligned properly with the inseparable magnet, and the storage space was recovered. The drawer was then tested in diagnostic mode. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.2 repeatedly failed to open. During recovery attempts, the drawer only opened about 2 inches before stopping. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.